Event description:
Dealer stated he was getting a 9 wrench flash, he spoke with tech advised him to bypass the extension cord of the joystick and plug direct. The dealer mentioned that the pin on the bus cable was melted.